Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds requiring high device output. The lead was capped and replaced. It was reported that the high device output resulted in a reduced battery life. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.